Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that during the self-check at startup, an alarm was triggered, displaying: "low battery, power detection failure." There was no patient involvement.